Manufacturer narrative:
Follow-up report submitted to document the device evaluation results.

Event description:
It was reported that the device was activating unintentionally at the user facility. It was further reported that during equipment testing conducted by a manufacturer service technician the device was displaying a bias current error, signaling that the device could unintentionally activate or run-on. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the device was activating unintentionally at the user facility. It was further reported that during equipment testing conducted by a manufacturer service technician the device was displaying a bias current error, signaling that the device could unintentionally activate or run-on. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.